Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. The lancet accidentally stuck the customer's daughter after firing and left a cut. No adverse event or medical attention needed. Requested return of suspect device; however, the customer discarded the lancet device. Replacement was sent.